Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Low impedance on the rv to svc coils vector was observed. Issue was resolved by changing hv vector configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.